Manufacturer narrative:
Complete information for section a1 patient identifier is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 6p01-55 that has a similar product distributed in the us, list number 6p01-60 / 61, with 510k/PMA/bla number bl125679. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported false reactive alinity s hiv ag/ab combo results for one donor sample. The following results were provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6), initial result processed on (B)(6) 2025 on alinity s serial number (B)(6) = 0.73 s/co, repeated on alinity s serial number (B)(6) on (B)(6) 2025 = 1.80 and 1.71 s/co, repeated on alinity s serial number (B)(6) on (B)(6) 2025 = 1.43 and 1.44 s/co, nat sample with same patient sid (B)(6) processed on (B)(6) 2024 on alinity I = 0.09 s/co, which matches nat testing which was negative. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for false reactive alinity s hiv ag/ab combo results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Trending review determined no increase in complaint activity for the issue and the product. Return testing was not completed as returns were not available. Device history record review did not identify any non-conformances or deviations with the likely cause lot number, 68184be00, and complaint issue. A review of field data for alinity s hiv ag/ab combo ln 6p01-55, lot number 68184be00, with regard to reactive rates and specificity was performed. The performance of lot 68184be00 across a whole blood and plasma group, sanquin diagnostiek (netherlands), and customer peer sites is within product requirements. Whole blood and plasma group. Irr: 0.098%, rrr: 0.022%, irr ¿ rrr: 0.076%, specificity: 99.978%. Peer sites. Irr: 0.046%, rrr: 0.031%, irr ¿ rrr: 0.015%, specificity: 99.969%. Sanquin diagnostiek (netherlands). Irr: 0.268%, rrr: 0.025%, irr ¿ rrr: 0.243%, specificity: 99.975%. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the information provided and abbott diagnostics¿ complaint investigation, alinity s hiv ag/ab combo, lot number 68184be00, is performing as intended and no systemic issue or deficiency was identified.

Event description:
The customer reported false reactive alinity s hiv ag/ab combo results for one donor sample. The following results were provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): sid (B)(6) initial result processed on (B)(6) 2025 on alinity s serial number (B)(6) = 0.73 s/co repeated on alinity s serial number (B)(6) on (B)(6) 2025 = 1.80 and 1.71 s/co repeated on alinity s serial number (B)(6) on (B)(6) 2025 = 1.43 and 1.44 s/co nat sample with same patient sid (B)(6) processed on (B)(6) 2024 on alinity I = 0.09 s/co which matches nat testing which was negative. There was no impact to patient management reported.